Event description:
Customer reports, "two physicians reported several pts developed pneumothorax after thoracentesis. One doctor reported 4/5 pts undergoing a thoracentesis procedure developed a pneumothorax. A second physician stated one pt developed a pneumothorax after thoracentesis. Both physicians state, they are experienced, do not feel this is a technique problem and attribute the negative outcome to the device.